Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data despite the pump being in use. There was no impact to customer's blood glucose as customer uses pump for saline. Reportedly, customer reverted to an alternate form of therapy.